Manufacturer narrative:
(B)(4). Batch # m92k0a. The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) The tissue pad did not melt but a piece broke off from the jaw. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? If yes, did any piece fall into the patient? Was the piece retrieved? The surgeon is an used user of harmonic. No part fell into the patient.

Event description:
It was reported that during a total hysterectomy procedure, at the end of surgery when the vaginal apex was opened, the rubber of the inactive jaw loosened itself and prejudiced the device's performance. Due to the surgery ending, the remaining vaginal apex opening was made using monopole energy with no damage to the patient.